Manufacturer narrative:
Additional information was received indicating this observation was found during testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. The pump's event history log was unable to be downloaded. Functional tests included use testing and occlusion testing. No issue was found with function of the latch lock mechanism. The pump's occlusion sensors were in specification during the occlusion test. The pump's bezel was broken and fluid ingression was found on the downstream sensor during further visual inspection. The downstream sensor and bezel were replaced. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
The device was returned for evaluation. The testing of the device could not confirmed the reported issue. The returned device passed functional testing.

Event description:
It was reported that the device latch lock was found to be worn and the device gave an occlusion alarm. No adverse effects to patient reported.